Event description:
(B)(4). Pain has been constant for a year and a half. Painful abdominal pain that interferes with daily routine. Periods are now 8 days long from being 3-5 days long and lots of bloating and cramping. Also, painful intercourse. Have been checked for other things such as cancer and came back negative.